Event description:
Overdelivery reported: the pump was programmed to deliver marcaine 1/16% with epinephrine and fentanyl at 8ml/hr via an epidural catheter. The total volume in the fluid container was 400ml. The pump alarmed infusion complete and the fluid container was empty, but the display read 330 ml infused. No report of adverse effects related to event. The physician discontinued IV pain mgmt, the epidural catheter was pulled and the pt was started on oral pain mgmt. No further info is available.